Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose after every bolus delivery and thinks that insulin pump was overdelivering as a result. Customer reported that insulin pump did not suspend when blood glucose was low. Customer was advised that insulin pump was on auto mode and would not suspend on this setting when blood glucose was low. Customer's blood glucose was 9.7 mmol/l which was treated with food. Customer was not able to complete troubleshooting and would call back to complete troubleshooting. Insulin pump would not be returned for failure analysis.